Event description:
The customer reported that the monitor image is getting off or blank intermittently during inspection for use involving an olympus video system center. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.